Manufacturer narrative:
The investigation of purge leak - pump has been completed. Only the pump was returned for investigation. Data showed no abnormalities related to purge pressure, motor current, or pump position. According to the clinical assessment, the pump was replaced with a new one due to a purge system leak. Additionally, the doctor reported cassette change due to sugar crystals around the purge cassette. The returned pump had biomaterial observed on the outflow cage. The pump was primed successfully with a test purge cassette. The purge pressure values were within tolerance limits during the test. The pump was run in a bucket of water with observed saturated pump flow. The cause of the purge leak issue was not determined since the returned pump did not reproduce the issue, and the purge cassette was not returned for investigation.

Event description:
The user facility reported a patient was on impella 5.5 support and during support, liquid and sticky sugar crystals were found around the purge cassette and wetness inside the purge housing. The nurse was advised to change out the purge cassette and to watch over night. The purge continued to peak after a few hours so discussion with surgeon was needed to switch out the pump. The patient was brought to the operating room to switch out the impella 5.5 for a new pump due to the purge system leaking. The patient's outcome was stable and the procedure was successful with other device.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿